Event description:
It was reported that during the implant attempt, the physician had difficulty pulling the guidewire out of the lead. After pulling out the lead, an attempt to re-insert the lead was unsuccessful. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor had a blood/fluid obstruction. It was noted that there was blood on the tip electrode and the lead appeared to have been damaged at implant.